Manufacturer narrative:
Device under evaluation. The evaluation will be provided in a follow-up report.

Event description:
The customer set up the cvi injector for an lhc intervention. The physicians experienced a difficult needle stick. After gaining access, they went in with a jr4 catheter and while looking at the rca, it looked as if there was air in the atery (5-10 cc). The patient experienced chest pain, st elevation and bradycardia/abnormal heart rhythm. The patient was administered a fluid bolus and atropine. The patient recovered the same day.

Manufacturer narrative:
The injection system serial number (B)(4) was returned to acist and functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector and the consumables. Further, a DHR review was completed, and there were no quality issues or deviations during manufacturing of lot 10917j, bt2000 manifold kit, lot 13717v, a2000 syringe kit, multi-use, and lot 15617d, at-p65 antiotouch controller. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi user manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is closed.